Manufacturer narrative:
An attempt was made to reproduce the issue by viewing the report generation page in carelink support application for the provided user and observed that this is an existing system behavior. To conduct a thorough investigation, we attempted to change the date in the data calendar on the report generation page and successfully generated reports for the selected recent date range. To assist with the resolution, we provided the following information to the helpline: - observed that the uploads made by the user in 2023 are pointing to the year 2024. At the beginning of january 2024, the user adjusted the time on the pump and started uploading again. Consequently, the user will not be able to see any data in the reports due to conflicting data between the uploads from both time periods. - requested the helpline to create a new personal account and start uploading only recent data, excluding any previous data that involved the time change event. The helpline reported that the issue persisted even after following these instructions. After investigating the new account data uploads by generating the csv reports, we found that the user had uploaded the previous data, which we had asked them to exclude, containing the time change event. This caused the user to see the 2025 date in the data calendar again. We informed the helpline that the new account also had the time change events, causing the future date to be displayed in the data calendar. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause of the issue is due to the future time change performed by the user in the pump analysis summary: helpline support team did confirm that replacing the pump has resolved the issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report generation error, report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7333. Unable to resolve with existing troubleshooting or labeled instructions issue escalated. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. Reported issue resolved no escalation required. No harm requiring medical intervention was reported. No product return is required for mmt-7333.